Event description:
Reporter alleged customer was unable to test with the blood glucose monitor because it would not power on so he called the ambulance as a result. Customer stated he was vomiting at the time and ambulance tested glucose to be hi so he was transported to the hospital where he was treated with insulin and hospitalized for a couple of days. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.